Event description:
Additional information received reported the catheter was frayed at the (pump) suture loops.

Manufacturer narrative:
Analysis of the catheter found a non-significant anomaly related to the strain relief shroud that may or may not have been explant related. The transition tubing was damaged. The damaged was determined to not affect the function of the catheter. The transition tubing beneath the strain relief shroud was still completely intact. It was that portion of the transition tube that assisted in adhering the catheter body to the sutureless connector portion of the catheter and as a result, it was fully intact under the strain relief shroud. The catheter was not affected. The break appeared to be related to the bend. There were no marks or cuts to the transition tubing that may have precipitated the damage to the transition tubing that was seen.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported a ¿pump flipped within pocket¿ was discovered after examination/palpitation. ¿ it was reported that there was pain at the pump site. Severity was reported as ¿mild.¿ it was reported that intervention involved was ¿re-sutured pump¿ on (B)(6) 2013 the patient¿s outcome was ¿resolved without sequelae.¿ last refill date was (B)(6) 2013. The pump was delivering morphine 2.5mg/ml at a rate of 0.3994mg/day and bupivacaine 30.0mg/ml at a rate of 4.792mg/day. It was also reported that there was a catheter partially fractured to the sutureless connector of the pump on the lumbar portion of the catheter. It was reported that there was a surgical revision on (B)(6) 2013 and the pump connector was replaced. No signs or symptoms were reported. The patient¿s outcome was ¿resolved without sequelae.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.